Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation was performed with a 2.0 x 15 non-bsc balloon catheter, a 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the physician terminated the procedure and sent the patient for coronary artery bypass graft. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.